Event description:
The son of a (B)(6) male patient called zoll customer support to report that the patient was receiving adjust belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The report problem (adjust belt or check belt messages) has been confirmed. Upon investigation the monitor was unable to communicate with a monitor. The cause for the failure was isolated to a damaged trunk cable connector. The connector was loose from the overmolding and the white (drvn_gnd) wire was open in the connector. The root cause for the open wires could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The patient received a replacement electrode belt.